Manufacturer narrative:
The customer returned the suspected contour next meter with serial # (B)(6) for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips using a blood sample, which gave a satisfactory performance. The blood glucose readings obtained during in-house testing were properly stored in the meter's memory. Based on the information received upon the return of the meter, serial # in section d4 and device manufacture date in section h4 have been updated.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The customer did not provide the serial # for the suspected meter. Therefore, the information was not captured, and the device manufacture date could not be determined. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
The customer from (B)(6) reported that their blood glucose readings were not being stored in the memory of the contour next meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.